Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too tight. The patient reported the electrodes were digging into her skin. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued larger garments. The patient reportedly consulted with her doctor and decided to end use and return the equipment. The medical outcome is unknown, reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too tight. The patient reported the electrodes were digging into her skin. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued larger garments. The patient reportedly consulted with her doctor and decided to end use and return the equipment. The medical outcome is unknown, reporting out of abundance of caution. Supplemental report 10/04/2021: submitting report to correct section g4.